Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar, obturator radially expandable sleeve appeared intact. The cannula was broken in two pieces. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken cannulas may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic procedure, when the surgeon placed the device into the left chest. It did not go in easily and the skin incision was extended by 1-2 mm. The device functioned as intended for the duration of the procedure. However, at the conclusion of the case, when the surgeon pulled the port to remove it from the chest wall, the gray shaft of the port broke into two pieces. Both pieces were retrieved and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic procedure, when the surgeon placed the device into the left chest. It did not go in easily and the skin incision was extended. The device functioned as intended for the duration of the procedure. However, at the conclusion of the case, when the surgeon pulled the port to remove it from the chest wall, the gray shaft of the port broke into two pieces. Both pieces were retrieved and there was no patient injury.